Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported per medwatch form: mw5106729. Spontaneous inbound call from patient to pharmacy because she's been experiencing a high pressure alert with her pump since 4 am. She has no kink in the tubing and reconnected everything and reset he pump but is still getting the alert. This is also happening with her backup pump as well. She and her nurse believe the cassettes are faulty. Pharmacist . No patient injury was reported.